Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) was supposed to last five years, but the ins only lasted 2.5 years. The hcp thought the early battery depletion was due to "impulse conditions." The ins was replaced. No diagnostics/troubleshooting or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Device information was updated. Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. The ins was received with the battery voltage below the end of service (eos) level. The telemetry and output were tested on the bench after resetting the "ipg inactive" bit and the "eos" bit using the rx1 lab programmer. The telemetry and output were both functionally okay. A longevity estimate was performed based on the programmed settings that the ins had when received for analysis. Two groups a and b had settings that could be used for the estimate. Group c did not have electrodes set or an amplitude set so it could not be used for the estimate. The longevity estimate for the parameters from group a were 2.27 years to elective replacement indicator (eri) and 2.52 years to eos. The longevity estimate for the parameters from group b were 2.44 years to eri and 2.69 years to eos. It was unknown which group was used most. According to the trace report taken from the ins, the battery depleted to eri in 2.43 years ((B)(6) 2013 to (B)(6) 2015) and depleted to eos in 2.88 years ((B)(6) 2013 to (B)(6) 2016). Based on this information, the ins reached a normal eos condition.